Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The likely cause of the reported problem of "lamp does not turn on," as determined by the legal manufacturer, is deterioration due to long-term use.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of lamp does not light was confirmed. The service technician observed lamp not lighting was due to a broken main board not able to power up main lamp. Additionally, the inspection also found the rear feet bent, rear panel deformed, a missing black switch and locking latches on rear main board, a worn out scope socket and poor connection, non-olympus lamp light output measured out of range, iris printed circuit board stuck intermittently, and stains on turret lens filter. The cause can be attributed to electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that during preparation for use, the light would not come on the unit. There was no damage, kinking or bunching of the cord. There was no patient injury reported.